Event description:
A customer reported that half of the pump screen was black, preventing interaction with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer on using multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was also guided to put the pump into storage mode and return it promptly using a pre-paid label.